Event description:
It was reported that the intraocular lens (iol) was inserted into patient's operative eye, however, was cut out as the trailing haptic kinked. Another lens was successfully inserted. No other information was provided.

Manufacturer narrative:
Pt. Info.: unknown/ asked but not available. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Following information was obtained from the documentation received along with the product return. The following sections have been updated accordingly: section e1: reporter name: dr. (B)(6). Section e2: health professional?: yes. Section e3: occupation: physician. Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 23, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of the original lens case. Visual inspection under magnification revealed that the complaint lens was received cut in half (one half missing) and with the haptic bent. The lens was cleaned and, no further issues were observed with the lens. Based on the return condition of the lens, no further product evaluation could be performed on the lens. Conclusion: the reported complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.